Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Based on the available information, the complaint is associated with a product that meets the specification but due to anatomical or procedural factors encountered during the procedure, performance was limited. Therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was tested prior to use. The device was advanced to the papilla, and when the foot switch was depressed, the current was not delivered. The connection was checked, and cause of current delivery failure was not determined. Another rx needle knife xl was used with the same active cord to perform the incision and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.